Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was undersensing. It was subsequently determined that there was an abandoned abdominal pacemaker that was pacing at 65 bpm and causing interference with the primary device. The abandoned abdominal pacemaker had indicated elective replacement [eri], so changing the rate or mode was not an available option; however, the pacemaker output was reprogrammed to a sub-capture threshold. The primary device remains in use. No patient complications have been reported as a result of this event.